Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced loss of consciousness (loc). The patient remained unconscious for approximately 25 minutes. At approximately 3:10 pm, the patient's fiancée arrived home and found him unresponsive. Based on emergency training previously provided by the patient, she initiated assistance by giving him apple pie to consume. As the patient gradually regained consciousness, he consumed additional carbohydrates, including a burger king whopper and a cheeseburger. A glucagon injection was prepared but not administered because the patient became responsive and declined treatment. Glucagon nasal spray was also available but was not used. Following recovery and food consumption, the patient reported a bg reading in the 300 mg/dl range, while the cgm continued to display "low." The patient believed this discrepancy indicated that the cgm readings were inaccurate. The patient did not seek medical evaluation or contact ems because he felt recovered after regaining consciousness. During the report, the patient reported feeling well, although he had experienced fatigue following the event. Troubleshooting determined that the sensor continued to experience connectivity issues. The patient removed the affected sensor, cleaned the insertion site, and replaced the sensor during the call. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.